Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodge inside the patient occurred. The 90% stenosed target lesion was located in the proximal and middle of the left anterior descending artery. A 24 x 3.00 promus premier drug-eluting stent (des) was advanced for treatment but could not pass through the lesion. During withdrawal, the stent was found to be dislodged in the guiding catheter. The medical team advanced a 1.25 x 10mm non-boston scientific (bsc) balloon catheter along the guidewire into the dislodged stent, inflated it at 15 atm to deploy and secure the stent, and subsequently remove it. An external inspection confirmed that dislodged stent was intact with no missing parts. The stent dislodgement did not appear to have been caused by the difficulty crossing the lesion, nor was there an interaction between the stent and the guide catheter. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
This report is report is being submitted to correct the type of reportable event b1 in section b. Adverse event or product problem, and h1 in section h. Device manufacturers only.

Event description:
It was reported that stent dislodge inside the patient occurred. The 90% stenosed target lesion was located in the proximal and middle of the left anterior descending artery. A 24 x 3.00 promus premier drug-eluting stent (des) was advanced for treatment but could not pass through the lesion. During withdrawal, the stent was found to be dislodged in the guiding catheter. The medical team advanced a 1.25 x 10mm non-boston scientific (bsc) balloon catheter along the guidewire into the dislodged stent, inflated it at 15 atm to deploy and secure the stent, and subsequently remove it. An external inspection confirmed that dislodged stent was intact with no missing parts. The stent dislodgement did not appear to have been caused by the difficulty crossing the lesion, nor was there an interaction between the stent and the guide catheter. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.